Manufacturer narrative:
For g4: PMA/510(k): premarket submission number not available/not released the customer's complaint that the autopulse nxt platform (sn (B)(6) was overheating, with an alert light illuminating the control panel, was confirmed during the review of archived data but not reproduced during functional testing. According to the archive, the nxt platform stopped compression three times on the event date. The internal motor temperature reached 110°c, activating fault 1290 (fault_analog_motor_over_temp) and stopping compressions. This is a safety feature that performed as designed. The high-temperature limit may have resulted from the increased effort by the motor needed to compress a larger patient, combined with a warm, unventilated environment, which contributed to excess motor heat. The fault error was cleared by the customer and not replicated during the functional testing. The archive data indicated fault 1290 (fault_analog_motor_over_temp): analog motor temperature over the thermal limit, confirming the reported complaint. The autopulse nxt platform passed preliminary functional testing without any fault or error. The nxt platform was tested further using a medium zoll torso fixture (mztf) with two known-good nxt batteries until discharged without fault or error. Zoll is currently waiting for the customer's approval to proceed with finalizing service and final testing.

Event description:
The customer reported the autopulse nxt platform (sn (B)(6) was overheating with an alert light illuminating the control panel. Per the reporter, the environment was hot and the nxt platform was placed inside a house with absolutely no ventilation. The reported overheating issue was noticed after the patient event. There was no device failure during the patient event. No patient involvement.